Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to low blood glucose. Caller stated that the customer's blood glucose was below 25 mg/dl. Caller stated that the cause of low blood glucose may be that the customer over calculated the amount of carbohydrates that she had. Nothing further was reported.